Event description:
The patient reported that a cage which was implanted on (B)(6) 2014, had slid out from l4/l5 and he will undergo corrective surgery (B)(6) 2018 due to excruciating pain. Patient reported the same type of pain radiating down right leg, neuropathy, and numbness in right foot, which got worse since (B)(6) 2014, when symptoms started. Device will be removed. In addition, patient reported that x-rays show, cage moved about 3/4 inch toward posterior and right and physician stated, "it is partially fused in a bad place. He has to cut it out." Patient additionally reported that, "the CT scans show halo around screws which might indicate loosening according to the physician."

Event description:
The patient reported that a cage which was implanted on (B)(6) 2014, had slid out from l4/l5 and he will undergo corrective surgery (B)(6) 2018 due to excruciating pain. Patient reported the same type of pain radiating down right leg, neuropathy, and numbness in right foot, which got worse since (B)(6) 2014, when symptoms started. Device will be removed. In addition, patient reported that x-rays show, cage moved about 3/4 inch toward posterior and right and physician stated, "it is partially fused in a bad place. He has to cut it out." Patient additionally reported that, "the CT scans show halo around screws which might indicate loosening according to the physician."

Manufacturer narrative:
The customer reported event was confirmed upon x-ray images review. Per correspondence with patient, revision surgery was performed and protruding part of implant was removed by the surgeon while the majority part remains inside. No product related issue or surgical technique related issues were observed in the images provided. Cage is observed to be well positioned from the images provided. Device was not returned and lot# was not provided therefore, device inspection, device history review, and complaint history review could not be completed. The cage migration is a known risk and the surgical techniques states that the surgeon must advise the patient of this fact and warn of the potential consequences. Prior to adequate maturation of the fusion mass, implanted spinal instrumentation may need additional help to accommodate full load bearing. Conclusion: the exact root cause of the reported event could not be determined. However some of the plausible contributing factor includes: patient non-fusion, too much instantaneous load, implant under sizing.